Event description:
In 2009, the patient reported the up and down buttons on her insulin infusion device are not responding to presses and her blood glucose elevated to above 300 mg/dl. She said, the issue began a couple of months ago. She said she switched to her backup infusion device and her readings have returned to her normal range. She stated the buttons pop up when pressed. Her device has not been dropped or exposed to water. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.